Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a change in morphology and myopotentials that led to t wave oversensing and eight inappropriate shocks. The x-ray showed optimal placement; however, the electrode is pointing towards pectoral which may explain the myopotentials. The technical services (ts) discussed poor sensing and discrimination, appearing that the system is failing in recognition of cardiac versus noise detections. It was mentioned that the patient is terrified to be shocked again inappropriately. The ts discussed that there is no sign of mechanic issue in the s-ICD data, although, high myopotential noise presence which is easily reproducible and might be a sign of insulation breech. The therapy was programmed of and this s-ICD remains in service. No additional adverse patient effects were reported.